Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced insufflator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis and the reported complaint was not replicated. However, in logs, error code 33002 was found onsite, which means a non recoverable error was detected inside the insufflator and an error code was reported back from the insufflator device. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known-good in-house system, and the system did not trigger any issues or errors at startup. The unit was responsive. A golden (valid) tube set was installed and the insufflator was able to engage. An invalid tube set was then installed and the unit triggered the error message ¿invalid tube set,¿ and the light ring on the insufflator flashed yellow as expected. An insufflator functional test was performed and the unit passed all tests. No abnormalities were identified and no air leakage was observed. Based on these findings, failure analysis could not determine the root cause of the issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, there was an insufflator message stating it could not be used and should be disabled. The customer had already attempted to power cycle the system multiple times, but the message persisted. The technical support engineer explained that the insufflator would need servicing and asked whether an alternative insufflation device was available. The customer confirmed a third-party device had been brought into the room and requested that a ticket be created while proceeding with case setup. The technical support engineer then reviewed the system logs and confirmed repeated insufflator error 33002. There was no report of patient involvement or reported injury.